Manufacturer narrative:
B6. Relevant tests/laboratory data ¿ correction ¿ inadvertently did not include information regarding the results being based off previous programmed magnet settings as no new magnet swipes were performed after the output current was increased. H6. Adverse event problem ¿ findings ¿ correction ¿ inadvertently did not include c19 code based off of phd and decoder review.

Event description:
It was reported that the patient's device was showing low output current message. No known surgery for this has occurred to date. No additional relevant information has been received to date.